Manufacturer narrative:
Na.

Manufacturer narrative:
Qc was acceptable. No other tests were affected.

Event description:
The initial reporter complained of discrepant high results for 1 patient tested for alb2 on a cobas pro c 503 analytical unit compared to an unknown type of analyzer in another laboratory. "Several" samples were obtained from the patient. The results from the c503 unit were always between 25 g/l and 27 g/l. The results from the other laboratory were always between 15 g/l and 17 g/l. The results from the c503 unit were reported outside of the laboratory. The c503 unit serial number was (B)(4).

Manufacturer narrative:
No additional data was provided by the customer. Based on the information provided, the cause of the event could not be determined.